Manufacturer narrative:
The guide bead of the event unit was returned to applied medical for evaluation; however, rest of the event unit, including the tissue bag, was not returned. Engineering observed that the tissue bag was cleanly cut near the bead. Applied medical has reviewed the details surrounding the event and the returned unit and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: diagnostic laparoscopy. Detailed description of event: the rep was not present during the case. The 5mm bag inzii bag was used to bag the specimen and remove it from the patient. The patient was then moved to reverse trendelenburg position. After this change of position, the medical team noticed a piece of the bag in the abdomen. The piece was retrieved from the patient at this time. The case was completed with no patient injury. It is unknown if any part of the bagged specimen leaked back into the patient due to the damaged bag. Product is available for return. Pictures have been provided. Additional information received via email on 28feb2020 from applied medical: "they only have a complaint about the defective product. However, they also opened another three bags with the same lot # to make sure they are not" "I am not sure what tissue was removed, I was not in the case and the nurse who called me did not specify." "Only the bead is available, the other parts of the bag were discarded according to mimi the ord." "I am not aware of any specimen leaking back into the patient." Higher quality pictures have been provided. Additional information received via phone on 09apr2020 from applied medical health systems manager. The non-event units opened as part of the hospital's investigation of this lot will not be returning. Only the bead from the event unit will be returned. Patient status: no patient injury. Type of intervention: pulled out piece from patient.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provide upon completion of the investigation.

Event description:
Name of procedure being performed: diagnostic laparoscopy. Detailed description of event: the rep was not present during the case. The 5mm bag inzii bag was used to bag the specimen and remove it from the patient. The patient was then moved to reverse trendelenburg position. After this change of position, the medical team noticed a piece of the bag in the abdomen. The piece was retrieved from the patient at this time. The case was completed with no patient injury. It is unknown if any part of the bagged specimen leaked back into the patient due to the damaged bag. Product is available for return. Pictures have been provided. Additional information received via email on (B)(6) 2020 from applied medical: "they only have a complaint about the defective product. However, they also opened another three bags with the same lot # to make sure they are not" "I am not sure what tissue was removed, I was not in the case and the nurse who called me did not specify." "Only the bead is available, the other parts of the bag were discarded according to mimi the ord." "I am not aware of any specimen leaking back into the patient." Higher quality pictures have been provided. Patient status: no patient injury. Type of intervention: pulled out piece from patient.